Manufacturer narrative:
A review of the image result files for testing performed by the customer showed that reactions appeared as reported by the instrument. No patient sample was available for additional investigation. The customer was advised of the limitations in the packaging insert: negative reactions will be obtained if the test specimen contains antibodies present in concentrations too low to be detected by the test methods employed; and lack of a definitive pattern may signal the presence of a weakly reactive antibody capable of reacting with some but not all antigen positive red blood cells. The presence of the e-antigen was confirmed on retention product.

Event description:
A customer reported obtaining unexpected negative results with capture-r ready-screen (3), lot r555 on the echo.